Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "hta would not cool down." Follow up information received on 05/26/2009 revealed that the machine eventually went into cool down mode automatically but it took an extended period of time to do so (15 minutes), and there were no alarms or error codes. The procedure was completed with this device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed. (B)(4).